Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had a no delivery alarm. The customer reported that insulin would not exit and that the reservoir was stuck. Blood glucose level at the time of the incident was around 200 mg/dl. The customer reported that the issue was resolved by a complete set change. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.